Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer¿s device and verified the reported issue. Physio determined the cause of the reported issue was the device required a defibrillator and pacing calibration. Physio performed the calibration and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not pass the user test. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient involved in the reported event.